Event description:
It was reported that during a procedure to treat a lesion in the moderately calcified obtuse marginal, pre-dilatation was performed. A 2.25x23 mm rx mini vision coronary stent system was advanced, but could not cross the lesion due to the patient's anatomy and the stent dislodged. Reportedly, no force was applied against resistance prior to the stent dislodgement. A snare device was used to retrieve the dislodged stent from the patient anatomy. There was no adverse patient effect and no reported clinically significant delay in the procedure. A cutting balloon and non-abbott stent were used to successfully treat the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned for evaluation. The reported stent dislodgement was confirmed. Failure to advance could not be replicated in a testing environment and the delivery system was not returned. Based on visual analysis of the returned stent implant, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.